Manufacturer narrative:
Correction: this issue was documented in a medtronic navigation hardware anomaly tracking database. Additional procedure information received. No known patient impact during the sacroiliac and thoracolumbar procedure. Updated to proper value. Additional information: unique device identification (UDI) and device manufacture date provided.

Event description:
The issue occurred during a sacroiliac and thoracolumbar procedure. There was no known impact on patient outcome.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device serial number unavailable at the time of filing. UDI not available at the time of filing. Device manufacture date is not available at time of filing. The 6.5 mm tap was returned to the manufacturer for analysis. Analysis found that the tip was broken off of the instrument. The issue was resolved upon part replacement.

Event description:
Medtronic received information that, while outside of a procedure, an instrument was returned without the tip of the unit. There was no patient present when this issue was identified. No additional information was provided.